Event description:
It was reported that this right ventricular (rv) lead was explanted three days post implant, due to pacing not delivered when required and loss of capture, with asystole greater than two seconds. A new lead different model was successfully implanted. This product is expected to be returned for analysis, but has not yet been received. This report will be updated upon completion of analysis.

Manufacturer narrative:
Filing a correction supplemental report for the following: correction to field f10: patient codes. Correction to field h6: patient codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted three days post implant, due to pacing not delivered when required and loss of capture, with asystole greater than two seconds. A new lead different model was successfully implanted. This product is expected to be returned for analysis, but has not yet been received. This report will be updated upon completion of analysis.